Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of angina, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU), is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The additional xience alpine referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6)-2015, two unknown xience alpine stents were deployed to treat a lesion in the proximal left anterior descending artery. On (B)(6)-2015, the patient was re-admitted to the hospital with angina and unspecified medical intervention was performed. There was no reported adverse patient sequela. There was no additional information provided.